Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shock due to noise. Increased plv lead impedance and increased capture threshold were revealed. R-wave decrease was also noted. The lead was capped and replaced due to oversensing. No more information is available.